Event description:
During a distal lower leg sfa, contralateral access in the right groin, the doctor went up and over, and went to pin and pull, which required additional force. The deployment system popped apart right behind the hub. The catheter separated from the hub handle. The system was removed. There was no pt injury reported. The doctor put in another 6 x 60 and deployed it successfully.